Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned due to hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred in early (B)(6) 2022.